Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead will be reprogrammed.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under sensing at times on stored electrograms (egm). It was also reported that there were several mode switches. The ra lead remains in use. No patient complications have been reported as a result of this event.